Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. How long has the account been using gen11? 2+ years. How long has the surgeon been using har23? Har23 since its been available and ace23 for more than a decade. Is the surgeon aware of the tone change with har23? Yes. During the whipple procedure, was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? Not aware what power setting was the generator on? 3 and 5. How long after the original procedure did the bleeding occur (provided number of hours, days, etc.) 16 hours. What did the patient present with, that alerted the staff that there was a bleed? Hypotension and low hemoglobin. Was the second procedure a lap or open? Open. Why was a portion of the pancreas removed in the 2nd procedure? The pancreas was removed in the original operation as it was a whipples procedure ¿ 2nd time going back in was just to control homeostasis. How much blood was lost? 3-4 liters (cc¿s). How was the bleeding controlled in the 2nd procedure? Suture over sow tied off branch of the branch sma (superior mesenteric artery). Was a transfusion required? Yes 6+ units of blood. Patient specific questions: was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. None. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. No. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? No. What was the total blood loss? 3-4 liters. What was the patient¿s pre-op hemoglobin and hematocrit? 120. What was the patient¿s post operative hemoglobin and hematocrit? 100. What is the current patient condition? Alive, still in hospital. Morbidly obese (B)(6). Very difficult procedure due to size/weight of patient. When patient bled hemoglobin got down to 84. It happened really suddenly and blood pressure dropped quickly and a number of blood clots were found inside patient on reopening.

Event description:
It was reported that the vessel sealed during a whipples procedure. Seventy-four hours post op, the patient was readmitted to theatre with a bleed. The bleed was coming from a small branch of the superior mesenteric artery which had been sealed with the harmonic during the procedure. Issue was then resolved with a suture and a portion of the pancreas was removed. Patient is now stable but still quite unwell. The patient was morbidly obese. Device has been discarded.